Event description:
It was reported that the pacemaker was explanted due to normal battery depletion. During the explant procedure, the right atrial (ra) lead impedance measurements were at 1900 ohms with increasing threshold values. The physician connected this rv lead to the device and noticed that there was an increase in the threshold values so opted for a new rv lead. This rv lead is expected to return for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the pacemaker was explanted due to normal battery depletion. During the explant procedure, the right atrial (ra) lead impedance measurements were at 1900 ohms with increasing threshold values. The physician connected this rv lead to the device and noticed that there was an increase in the threshold values so opted for a new rv lead. This rv lead is expected to return for analysis. No additional patient adverse effects were reported.